Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6) that the patient lost 2 pints of blood during a watchman procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via (B)(6) that the patient lost 2 pints of blood during a watchman procedure.